Event description:
Facility stated, "the gel from the cushion was slowly leaking out. A patient and staff member at the facility slipped and fell in this puddle of gel." Customer states besides being sore from the fall there are no serious injuries reported.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ft1920, serial number/date code and age of product are unknown. The consumer is a resident at a facility whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6) nursing home, called stating that the gel from a flo-tech cushion was allegedly leaking out slowly. A staff member and a patient allegedly slipped and fell from the gel. No serious injury alleged, just soreness.